Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a bakri tamponade balloon catheter was used for treatment of postpartum hemorrhage (pph). The balloon was placed into the patient and inflated with 300 ml of saline solution; an ultrasound was viewed one hour after the procedure to show that the balloon was located in the lower part of the uterine cavity and the water sac was filled. At twenty-four hours after the procedure, the balloon was ready to be removed from the uterine cavity. The syringe failed to withdraw the fluid from the balloon repeatedly, and the doctor pulled the drainage tube at the end of the balloon, which came out of the uterine cavity on its own. There was no saline solution left in the balloon. The user then injected 300 ml of saline into the balloon, and it was in place for four hours more without leakage. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: as reported, a bakri tamponade balloon catheter was used for treatment of postpartum hemorrhage (pph). The balloon was placed into the patient and inflated with 300 ml of saline solution; an ultrasound was viewed one hour after the procedure to show that the balloon was located in the lower part of the uterine cavity and the water sac was filled. At twenty-four hours after the procedure, the balloon was ready to be removed from the uterine cavity. The syringe failed to withdraw the fluid from the balloon repeatedly, and the doctor pulled the drainage tube at the end of the balloon, which came out of the uterine cavity on its own. There was no saline solution left in the balloon. The user then injected 300 ml of saline into the balloon, and it was in place for four hours more without leakage. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures, and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned to cook for investigation. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances that could have contributed to the reported failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, no product returned, and the results of the investigation, cook has concluded that the nature and cause of the issue could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.